Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 17, 2017. (B)(4). The sample was not returned for evaluation. It is likely that the scope problem is the result of a crack in the lens that was due to improper handling of the device; therefore, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure the scope was cloudy. They changed it with another scope but it was still cloudy hence they converted to open vein harvesting (ovh) which caused some delay of about 10 minutes in trying to adjust and exchanged the camera. *the product was changed out. *the surgery was completed successfully. *no known impact or consequence to patient.